Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).

Event description:
During a cryo procedure to treat an atrial fibrillation a smartfreeze cryoablation cable and polarx were selected for use. It was reported that during procedure the error 1 - 00000020-2: outer balloon pressure is too high appeared. Troubleshooting was performed, the console was restarted, and the cable was reconnected, it was noticed that replacing the gas cable resolved the issue. Also was reported that the error 1 - 00004000-2: console detected blood in the catheter appeared, and blood was visible inside the balloon. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Analysis completed on 13jun2024. During a cryo procedure to treat an atrial fibrillation a smartfreeze cryoablation cable and polarx were selected for use. It was reported that during procedure the error 1 - 00000020-2: outer balloon pressure is too high appeared. Troubleshooting was performed, the console was restarted, and the cable was reconnected, it was noticed that replacing the gas cable resolved the issue. Also was reported that the error 1 - 00004000-2: console detected blood in the catheter appeared, and blood was visible inside the balloon. The catheter was replaced, and the procedure was completed without patient complications. The device was returned for laboratory analysis. Analysis of the returned device revealed that visible blood was observed within the balloon region. The polarx device was pressurized and submerged in a water bath to locate a leak. No bubbles were seen during pressurization. A closed end fitting was placed over the cap on the outer surface of the catheter tip. The fitting was placed to be able to pressurize the guidewire lumen. After the fitting was placed the guidewire lumen was pressurized to find a leak path. No bubbles were observed. The guidewire lumen was further inspected under x-ray to observe the guidewire lumen braid. The braid termination was measured and found to be out of spec measuring 0.181in from the distal tip whereas the specification is 0.13in - 0.15in. It is believed that this out of spec braid termination is the cause for the true blood detection error and it could not be reproduced as dried blood sealed the leak path. E1: initial reporter phone: (B)(6).

Event description:
During a cryo procedure to treat an atrial fibrillation a smartfreeze cryoablation cable and polarx were selected for use. It was reported that during procedure the error 1 - 00000020-2: outer balloon pressure is too high appeared. Troubleshooting was performed, the console was restarted, and the cable was reconnected, it was noticed that replacing the gas cable resolved the issue. Also was reported that the error 1 - 00004000-2: console detected blood in the catheter appeared, and blood was visible inside the balloon. The catheter was replaced, and the procedure was completed without patient complications. The device was returned for laboratory analysis.